Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous high results for seven patient samples tested for elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). None of the erroneous initial results were reported outside of the laboratory, only the repeat results were reported outside of the laboratory. The customer noticed the high results and stopped the instrument. The customer realized that the incubator cover was not properly positioned. The customer then cleaned the incubator cover and placed it in the correct position. The customer measured quality controls and repeated the samples. The repeat results were considered to be correct. The first sample initially resulted as 54.39 miu/ml and repeated as < 0.100 miu/ml. The second sample initially resulted as 165.7 miu/ml and repeated as < 0.100 miu/ml. The third sample initially resulted as 238.3 miu/ml and repeated as < 0.100 miu/ml. The fourth sample initially resulted as 322.9 miu/ml and repeated as < 0.100 miu/ml. The fifth sample initially resulted as 818 miu/ml and repeated as < 0.100 miu/ml. The sixth sample initially resulted as 26.53 miu/ml and repeated as < 0.100 miu/ml. The seventh sample initially resulted as 108.7 miu/ml and repeated as < 0.100 miu/ml. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 179825. The reagent expiration date was asked for, but not provided. Investigations agree that the root cause is related to the incorrect positioning of the incubator cover. It is possible for an incorrect amount of sample or reagent to be dispensed into reaction cups in this situation.